Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known, possible, undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 27-feb-2017: quality safety evaluation of ptc. Company causality comment: this spontaneous non-medically confirmed legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had chronic pelvic pain. She underwent a hysterectomy approximately 1.5 year after insertion. This event is anticipated in the reference safety information for essure. Pelvic pain is highly prevalent in women, and may have gynaecological and non-gynaecological causes. In the present case, no information regarding consumer´s medical history or concurrent conditions was provided. Given the nature of the reported event and lack of alternative explanation, causality with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident since surgical intervention was required. The product technical analysis concluded, as a product quality defect could not be confirmed but is considered plausible, a relationship with the reported medical events cannot be totally excluded. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a 36-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included urinary tract infection. Concurrent conditions included overweight, chiropractic, ear infection nos, nose infection nos and pharyngeal disorder. Concomitant products included oral contraceptive nos and vaccinium macrocarpon (cranberry). In 2013, the patient experienced menorrhagia ("excessive and abnormal bleeding during menstruation/abnormal bleeding(menorrhagia)"), mood swings ("hormonal changes (mood swings)"), vaginal haemorrhage ("abnormal bleeding(vaginal)"), blood pressure increased ("higher blood pressure"), amnesia ("memory loss") and feeling abnormal ("brain fog"). On (B)(6) 2013, the patient had essure inserted. In 2014, the patient experienced dyspareunia ("pain during intercourse"). In 2015, the patient experienced bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), urinary tract infection ("urinary tract infection"), fatigue ("fatigue"), weight increased ("weight gain"), abdominal distension ("bloating") and alopecia ("hair loss"). The patient was treated with antibiotics, surgery (total hysterectomy,bilateral salpingectomy) and surgery (hyterectomy for removal of device). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, dyspareunia, menorrhagia, vaginal haemorrhage and fatigue had resolved, the mood swings and blood pressure increased was resolving and the urinary tract infection, bladder disorder, urinary tract disorder, weight increased, abdominal distension, alopecia, amnesia and feeling abnormal outcome was unknown. The reporter considered abdominal distension, alopecia, amnesia, bladder disorder, blood pressure increased, dyspareunia, fatigue, feeling abnormal, menorrhagia, mood swings, pelvic pain, urinary tract disorder, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.3 kg/sqm. Hysterosalpingogram - on (B)(6)2014: total bilateral occlusion. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known, possible, undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on (B)(6)2018: plantiff fact sheet received. Events extracted per pfs: hormonal changes (mood swings), abnormal bleeding (vaginal), urinary tract infection, bladder or urinary problems, higher blood pressure, fatigue, weight gain, bloating, hair loss, memory loss, brain fog. Concomitant disease, concomitant drugs, historical condition, lab test added. Date of insertion of essure and date of removal of essure updated. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("escher coils are embedded within the proximal portions of both tube segments.") And pelvic pain ("chronic pelvic pain") in a 36-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included urinary tract infection and dyspareunia. Concurrent conditions included overweight, chiropractic, ear infection nos, nose infection nos and pharyngeal disorder. Concomitant products included oral contraceptive nos and vaccinium macrocarpon (cranberry). On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced menorrhagia ("excessive and abnormal bleeding during menstruation/abnormal bleeding(menorrhagia)"), mood swings ("hormonal changes (mood swings)"), vaginal haemorrhage ("abnormal bleeding(vaginal)"), blood pressure increased ("higher blood pressure"), amnesia ("memory loss") and feeling abnormal ("brain fog"). In 2014, the patient experienced dyspareunia ("pain during intercourse"). In 2015, the patient experienced bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), urinary tract infection ("urinary tract infection"), fatigue ("fatigue"), weight increased ("weight gain"), abdominal distension ("bloating") and alopecia ("hair loss"). The patient was treated with antibiotics, surgery (total hysterectomy,bilateral salpingectomy), surgery (total hysterectomy,bilateral salpingectomy) and surgery (hyterectomy for removal of device). Essure was removed on (B)(6) 2015. At the time of the report, the embedded device, urinary tract infection, bladder disorder, urinary tract disorder, weight increased, abdominal distension, alopecia, amnesia and feeling abnormal outcome was unknown, the pelvic pain, dyspareunia, menorrhagia, vaginal haemorrhage and fatigue had resolved and the mood swings and blood pressure increased was resolving. The reporter provided no causality assessment for embedded device with essure. The reporter considered abdominal distension, alopecia, amnesia, bladder disorder, blood pressure increased, dyspareunia, fatigue, feeling abnormal, menorrhagia, mood swings, pelvic pain, urinary tract disorder, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion . Pathology report: revealed essure coils are embedded within the proximal portions of both tube segments. ¿concerning the injuries reported in this case, the following one was described in patients medical record: escher coils are embedded within the proximal portions of both tube segments and dyspareunia. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known, possible, undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 1-mar-2018: per mr: event: escher coils are embedded within the proximal portions of both tube segments was added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('escher coils are embedded within the proximal portions of both tube segments.') And pelvic pain ('chronic pelvic pain') in a 36-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included urinary tract infection (a lot more frequent after implant. Not recovered prior to essure) and dyspareunia. Pathology report: revealed essure coils are embedded within the proximal portions of both tube segments. Concurrent conditions included overweight, chiropractic, ear infection nos, nose infection nos, pharyngeal disorder and hip injury. Concomitant products included oral contraceptive nos, paracetamol (tylenol) and vaccinium macrocarpon (cranberry). On (B)(6) 2013, the patient had essure inserted. In 2013, the patient was found to have blood pressure increased ("higher blood pressure"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("excessive and abnormal bleeding during menstruation/abnormal bleeding(menorrhagia)"), mood swings ("hormonal changes (mood swings)"), vaginal haemorrhage ("abnormal bleeding(vaginal)") and fatigue ("fatigue"). In (B)(6) 2013, the patient was found to have weight increased ("weight gain") and experienced abdominal distension ("bloating"), alopecia ("hair loss"), amnesia ("memory loss") and feeling abnormal ("brain fog"). In (B)(6) 2014, the patient experienced dyspareunia ("pain during intercourse/ dyspareunia (painful sexual intercourse)"). In (B)(6) 2015, the patient experienced urinary tract infection ("urinary tract infection"), bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and abdominal pain lower ("cramping"). The patient was treated with antibiotics and surgery (hyterectomy for removal of device and total hysterectomy,bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the embedded device, urinary tract infection, bladder disorder, urinary tract disorder, weight increased, abdominal distension, amnesia and feeling abnormal outcome was unknown, the pelvic pain, dyspareunia, menorrhagia, vaginal haemorrhage, fatigue, alopecia and abdominal pain lower had resolved and the mood swings and blood pressure increased was resolving. The reporter provided no causality assessment for embedded device with essure. The reporter considered abdominal distension, abdominal pain lower, alopecia, amnesia, bladder disorder, blood pressure increased, dyspareunia, fatigue, feeling abnormal, menorrhagia, mood swings, pelvic pain, urinary tract disorder, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: results: total bilateral occlusion. ¿concerning the injuries reported in this case, the following one was described in patients medical record: escher coils are embedded within the proximal portions of both tube segments and dyspareunia. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known, possible, undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 4-nov-2019: plaintiff fact sheet and social media posts received : reporter information updated. Event onset dates updated. Event added- abdominal pain lower. Outcome of event hair loss updated to recovered / resolved. Concomitant product added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a female patient who received essure for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient started essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required), dyspareunia ("pain during intercourse") and menorrhagia ("excessive and abnormal bleeding during menstruation"). The patient was treated with surgery (hysterectomy in (B)(6) 2015). Essure was withdrawn. At the time of the report, the pelvic pain, dyspareunia and menorrhagia outcome was unknown. The reporter considered pelvic pain, dyspareunia and menorrhagia to be related to essure. Company causality comment this spontaneous non-medically confirmed legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had chronic pelvic pain. She underwent a hysterectomy approximately 1.5 year after insertion. This event is anticipated in the reference safety information for essure. Pelvic pain is highly prevalent in women, and may have gynaecological and non-gynaecological causes. In the present case, no information regarding consumer´s medical history or concurrent conditions was provided. Given the nature of the reported event and lack of alternative explanation, causality with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident since surgical intervention was required. A product technical analysis is expected. ~ further information will be obtained through the litigation process.